Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 1. Material sensitivity reactions. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2014-06763 / 06767).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2014-06763 / 06767 and 2015-00856).

Event description:
Patient's legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2010 and left total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent left revision procedures on (B)(6) 2011 and on (B)(6) 2011. Legal counsel further reports patient underwent right revision procedures on (B)(6) 2012 and on (B)(6) 2011. Legal counsel further reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, impairment, metallosis, metal poisoning, and elevated metal ion levels. A review of invoice history could not confirm the right revision procedure on (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records noted patient underwent a left hip revision on (B)(6) 2011 due to a loose stem and a proximal femur fracture. The modular head, taper adapter and stem were removed and replaced. Patient medical records further noted that the patient underwent a second left hip revision on (B)(6) 2011 due to a loose acetabular cup. The modular head, taper adapter and acetabular cup were removed and replaced. Patient revision operative notes indicate that an attempted right hip revision took place on (B)(6) 2011 due to pain. The operative report further noted that revision procedure could not be completed as the taper adapter was cold-welded onto the stem and could not be disengaged. No components were removed. Patient medical records indicate that an additional right hip revision was performed on (B)(6) 2012 due to pain and metal hypersensitivity. The modular head and taper adapter were removed and replaced with an active articulation head.

Event description:
Patient's legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2010 and left total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent left revision procedures on (B)(6) 2011 and on (B)(6)2011. Legal counsel further reports patient underwent right revision procedures on (B)(6) 2012 and on (B)(6) 2011. Legal counsel further reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, impairment, metallosis, metal poisoning, and elevated metal ion levels. A review of invoice history could not confirm the right revision procedure on (B)(6) 2011. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.